Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #1j521a. She opened the first bottle of test strips from the box within the last 2 months and immediately began using them. She stated that the test strips seemed to perform accurately for approx 2 or 3 weeks, but about half way through the bottle the readings dropped to the 50-60 mg/dl range. She opened the second bottle and experienced the same problem. Once she noticed the readings were lower than usual, she took her meter and the test strips to her dr's office to have them checked for accuracy. The dr performed a side by side test using the office meter (type unknown) and the customer's meter with test strips. The customer's meter and test strips gave a result that was 61 mg/dl lower than the office meter (no specific result available). The customer went home and performed a side by side comparison using another brand test strips and co's test strips and the results were 142 mg/dl and 87/mg/dl respectively. She does not have any normal control solution to check the test strips for accuracy. The desiccant is in the bottle of test strips. The customer was at work at the time of the telephone call and was unable to perform any tests with co rep.